Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 12-nov-2021, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (2.5 mg/ml at an unknown dose) via an implanted pump. On (B)(6) 2020 it was reported that the pump had been programmed to minimum rate since sometime last week. Today the patient was taken to surgery and the hcp was not able to do a successful cap (catheter access port) aspiration through the skin. The hcp then decided to remove the pump connector; added a new pump connector; and then was able to do a successful cap aspiration to clear the catheter of the 2.5 mg/ml dilaudid. He then filled the reservoir with 500 mcg/ml dilaudid. The hcp considered a modified bridge bolus to prime the system, but then decided that he would not prime the catheter today; he would leave the pump at minimum rate over the weekend; and planned to do a total system content removal procedure on monday ((B)(6) 2020) instead. No patient symptoms/complications were reported. No further complications were reported/anticipated.